Event description:
An incompatible device issue was reported with the abbott diabetes care (adc) device in use with iphone 12 pro max with ios operating system version 18.3.1. The customer was unable to monitor the glucose level and the customer reportedly required unspecified third-party treatment. No further information was provided as the customer refused to provide additional information relating to the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported incompatibility issues. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible device issue was reported with the abbott diabetes care (adc) device in use with iphone 12 pro max with ios operating system version 18.3.1 and app version 2.12.0.8319. The customer was unable to monitor the glucose level and the customer reportedly required unspecified third-party treatment. No further information was provided as the customer refused to provide additional information relating to the reported issue. There was no report of death or permanent injury associated with this event.